Event description:
It was reported that the arctic sun device kept turning off mid therapy. Advised device should be plugged into medical grade wall outlet. Nurse stated that they originally were plugged into the bed and moved to a wall outlet. And the problem not resolved. However about 30 minutes later, after obtaining another device, they tried it one more time and it worked. Mss advised them to hold onto the other machine just in case and send this one to biomed if the issue continues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was a dc/dc power supply failure. However, this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade." "Plug the power cord into the wall outlet. Position the arctic sun¿ temperature management system so that access to the power cord is not restricted." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device kept turning off mid therapy. Advised device should be plugged into medical grade wall outlet. Nurse stated that they originally were plugged into the bed and moved to a wall outlet. And the problem not resolved. However about 30 minutes later, after obtaining another device, they tried it one more time and it worked. Mss advised them to hold onto the other machine just in case and send this one to biomed if the issue continues.